Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 12oct2017, which appeared as visually positive.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen, when tested on a galileo echo.